Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system controller pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was due to an electrically shorted integrated circuit (ic), designator u66.

Event description:
The customer contacted physio-control to report that their device intermittently failed the device user test and the service indicator was illuminated. Upon evaluation of the customer's device, physio-control observed that the device was unable to display paddles ECG and defibrillation function was inoperable. In this state defibrillation therapy would not be available to a patient if needed. There was no patient use associated with the reported event.